Manufacturer narrative:
Concomitant medical product(s): product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v521134, implanted: (B)(6) 2011, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37092, lot# 240620002, implanted: (B)(6) 2011, product type: accessory. Product ID: 3888-45, lot# v521134, implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient on 2011-oct-06. It was reported that there was an issue with the stimulation, as it was only covering about a third of their pain area. It was noted that the patient would have a revision in two weeks. Additional information was received from a manufacturer representative regarding a patient on 2011-dec-22. It was reported that the patient was not feeling stimulation in the right location. Recently, the patient underwent a spinal cord stimulation (scs) trial in the cervical region and during that time, they reported excellent pain coverage in their legs, which was unusual based on the dermatome map. After permanent placement of the implantable neurostimulator (ins) and percutaneous leads, the patient was only feeling stimulation in their upper limbs and had no stimulation in their legs. At that time, the manufacturer representative reviewed programming options. It was further reported on 2012-jan-03 by the manufacturer representative that reprogramming was done and the patient was getting stimulation in all four extremities. However, stimulation was much stronger in the upper extremities than the lower extremities. The manufacturer representative mentioned that the programming protocol focuses the energy to the top of the leads (c1) and the lower portion of the leads would only provide upper extremity stimulation. It was noted that impedances were checked and all electrodes were performing properly, as there were no open or closed circuits. The manufacturer representative stated that the patient was happy to have some lower extremity stimulation and understood that the cervical leads were placed primarily to address their upper extremity complaint. The manufacturer representative reported that the patient¿s lower extremity therapy was better during the trial period than the permanent implant. It was noted that the patient was hoping that one implant would address both upper and lower extremity pain. Additional information was received from a patient on 2019-dec-18. It was reported that they had multiple revisions to their ins because they were experiencing stimulation in the wrong location. The patient stated that the revisions occurred on the following dates: (B)(6) 2011, (B)(6) 2012, (B)(6) 2012, and (B)(6) 2012. The patient mentioned that there was always a manufacturer representative in the operating room during the revisions. It was noted that a manufacturer representative was first aware of the issue when the first revision happened on approximately (B)(6) 2011. The patient stated that having all of the revisions were kind of hard, but now their ins has been working perfectly. No trauma, falls, or external activity was reported that could have been related to the issue. It was confirmed that the patient currently had no issues with their ins but wanted it checked out and replaced if necessary, as they¿ve had the device for eight and a half years and they were told by their physician that they would have to have it changed out in seven years. No further complications were reported or anticipated. Indication for use is other chronic/intractable pain (trunk/limbs).